Event description:
Healthcare professional (hcp) reported patient hemodialysis treatment of 3 hours, on the baxter meridian machine, was successfully completed without incident. Hcp had disconnected patient and escorted patient to waiting room. Upon hcp return, hcp started to disassemble machine and noted a large blood streak in the dialyzer casing. Hcp stated device did not alarm blood leak during treatment. Patient did not exhibit any adverse signs or symptoms during therapy. Hcp reported there was no negative outcome to the patient and no medical intervention was necessary as a result of this event.